Manufacturer narrative:
Device evaluation summary: according to the information received, the patient said that her breasts were too heavy. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: implants were too heavy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old asian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses thought that her breasts were too heavy and desired removal of the implants. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, rupture of the patient¿s left breast prosthesis was observed. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-08957 for the report for the patient¿s left breast prosthesis.